Event description:
It was reported that the doctor successfully completed the implantation of a tibial nail for a distal 1/3 tibial fracture through a suprapatellar incision with use of the synthes suprapatellar tibial nail instrumentation. However, when trying to remove the insertion handle from the nail with the ball hex screwdriver, the connecting screw would not smoothly disengage from the nail. The driver required a significant amount of force to produce only a quarter turn of the screw. It got to a point where the connecting screw would not turn, so a ratchet wrench was used in conjunction with the ball hex driver. So much force was needed to produce any movement from the screw that by some mechanism an additional fracture (that was not present at the start of the case) was created around the proximal interlock screws at the proximal 1/3 of the tibia. The connecting screw was eventually removed with use of the ball hex driver. An additional proximal screw was placed through the nail by way of perfect circles and the case was completed. There was a sixty (60) minute delay to surgery. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Patient date of birth and weight are unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: sedation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional manufacture dates include: may 9, 2014 and may 13, 2014. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: lot u197483. Orchid unique manufactured the cannulated connecting screw (part 03.010.404, lot u197483). Initially, the part conformed to the supplier¿s certificate of conformance, dated february 27, 2014, and synthes final inspection sheet. The parts were released to the warehouse on march 6, 2014 and may 13, 2014. A non-conformance report (ncr) was issued against (B)(4) of the (B)(4) parts on march 3, 2014 for failed thread gage; (B)(4) parts were returned to the supplier for rework and the ncr was closed march 6, 2014. The (B)(4) parts were reworked on an approved process and received on may 8, 2014. The parts conformed to the supplier¿s certificate of conformance, dated february 27, 2014, and synthes final inspection sheet. The parts were released to the warehouse on may 9, 2014. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the complaint condition for the cannulated connecting screw for percutaneous instruments (03.010.404 / lot u197483) was likely caused by the device becoming cross-threaded with the inserted nail; however, this complaint is not a result of any design related deficiency. No product issue was identified in the complaint or noted upon examination of the returned insertion handle for suprapatellar (03.010.440 lot number 14-4021). The cannulated connecting screw for percutaneous instruments (03.010.404) and insertion handle for suprapatellar (03.010.440) are instruments routinely used in the suprapatellar instrumentation for titanium cannulated tibial nails system. The cannulated connecting screw for percutaneous instruments (03.010.404) was returned and reported to have become stuck to the inserted tibial nail. This condition is unconfirmed; the distal threads of the screw show very little deformation and the nail is implanted in the patient and was not returned. It is likely that connecting screw became cross-threaded with the tibial nail leading to this complaint condition. The device was manufactured in march 2014 and is over a year old. The balance of the device is in very good condition. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does not agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.